Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
(B)(4). This product issue will be updated when evaluation of the product is complete.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. Upon receipt in our post market quality assurance laboratory, initial testing identified a potential issue with the device longevity.